Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the primary failure of the broken grip to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a broken grip at the grip base and a piece approximately 0.600" x 0.035" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of the broken instrument grips -tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument log for the fenestrated bipolar forceps instrument (part number 471205-17/lot number k12220110 0335) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2022 via system (B)(4). The alleged instrument had 13 uses remaining after the last procedural use. No image or video of the procedure was provided for review. This complaint is considered as reportable malfunction event due to the following conclusion: failure analysis identified that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during central processing, one side of the fenestrated bipolar forceps instrument ring was missing. There was no patient involvement at the time that the issue was identified. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter on 23-may-2022 and obtained patient information from the last usage of the instrument.